Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's, "heart stopped," during an ablation procedure and the procedure was aborted as a result. This correlated with a ventricular high rate (vhr) episode and right ventricular (rv) lead oversensing of electromagnetic interference (emi)/noise. The rv lead remains in use. No further patient complications have been reported as a result of this event.